Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient who was implanted with a neurostimulator for multiple back operations and spinal pain. Information was reported that a patient's MRI was not done at his facility, but patient is in ER now because of pain-burning around stimulator. Dr. (B)(6) called from tertiary care. He has assumed temporary care for this patient. He doesn't place stimulators. The caller reported the patient felt the heating soon after the scan began and the MRI was not completed. Caller reported the patient stated that he told the MRI tech he had an implant and was told that it would be fine. No further complications were reported. No additional patient symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the patient received significant personal injuries while undergoing an MRI in (B)(6)july. The consumer mentioned that the device was removed on (B)(6)2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that telemetry was attempted before the explant operation and there was no response from the stimulator. The system was explanted completely. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding the patient. It was reported that the patient had a cervical MRI about a month prior to the report, and since the scan the patient is having neurological issues. The patient¿s entire system is planned to be explanted on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the battery had reduced capacity due to overdi scharge. If information is provided in the future, a supplemental report will be issued.